Manufacturer narrative:
G4: 03 feb 2021, b4: 08feb2021, d4: UDI#: (B)(4). The touchscreen was returned to the manufacturer for failure investigation (fi) for analysis. All electrical testings are in specifications. The customer's complaint was verified, the touch buttons intermittently failed to respond on the "? ". A fault is found on this returned touchscreen assembly. This failure was caused by the manufacturing process, leaving dead spots on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020 b4: (B)(6) 2020 the field service engineer (fse) confirmed the failures. The fse replaced the touchscreen and front bezel to resolve the issues. The unit was tested and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The field service engineer (fse) reported touched position was misaligned and the nav-ring did not respond at all. The unit was not in use, and there was no patient or user harm reported.